Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter unknown unable to translate descriptions. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. UDI:(B)(4).

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows: it was reported by the affiliate via personal interaction that during a high tibial osteotomy procedure and a meniscal repair procedure, after the 1st implant was deployed, the surgeon pulled the trigger to insert the 2nd one from the truespan 12 degree peek. Because the 2nd implant did not come out, the 1st one was removed, and the procedure was completed with a non-j&j replacement. Postoperatively the surgeon pulled the trigger with much of force, and the 2nd implant finally came out. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred this complaint is for one (1) truespan meniscal repair system peek 12 degree. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code 228151, lot # 2l62270 combination and no non-conformances were identified. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: no nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.